Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.

Manufacturer narrative:
Corrective data: device evaluation: the device lot number is unknown and a device history review could not be performed.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.